Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during the dwell phase of peritoneal dialysis therapy. The patient was connected. It was reported that the supply line of the cassette was loosely connected to the supply bag and subsequently became disconnected. The technical service representative assisted the patient in clearing the alarm. It is unknown how the patient would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that the supply line of the cassette was loosely connected to the supply bag then became disconnected and this is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.